Manufacturer narrative:
(B)(4). Date sent: 09/06/2025 updated: e1. Address.

Event description:
It was reported that during an unknown procedure, it was observed that the battery did not work on the device and they could not get it to straighten to remove through the trocar. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/18/2025 d4: batch #685c79 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with an unknown trocar inserted in the shaft, with the handle shrouds partially opened, and with a gst60d reload loaded on the device. The reload was received fully fired and with damage on reload deck. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Upon visual inspection, it was noted that the joint cover was damaged. It is possible that the device was attended to be pulled out from a trocar in the articulated position, resulting in the edge of the trocar damaging the joint cover. The handle shrouds were removed and were found to be damaged. It is possible that the damage on the handle shrouds was due to improper handling of the device. In addition, the bailout door was received damaged. It is possible that the damage noted on the bailout door was due to improper handling. The device event log was reviewed. A series of events were found that may indicate intermittent power issues, however these were not replicated during device analysis. In addition, an event was found that typically indicates that the knife encountered the firing safety lockout mechanism. This mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. The manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be articulated or used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the bulkhead contacts were noted to be damaged. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished #ech60s, with lot/batch #c9ee9m, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 685c79, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.